Manufacturer narrative:
(B)(4). There was no product returned as it was lost in transit and no lot number was provided. The device history records could not be reviewed and no physical evaluation could be conducted. There was an attempt to follow-up and obtain additional information to no avail. Due to the lack of information and the product being lost in transit, this complaint cannot be confirmed and the most likely probable cause cannot be determined. The product is used for treatment.

Event description:
It is reported that the reamer was discovered broken prior to surgery.